Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was low, and when the patient took a fingerstick the blood glucose reading was 406 mg/dl. The patient self-treated with insulin. The patient then experienced heartburn, blurry vision, lost consciousness and fell on the ground. She was found by her husband who was able to wake her up. The patient was brought to the hospital by her husband, and when a fingerstick was taken there the blood glucose reading was 500 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and magnesium. The patient was discharged after 2 days. When the patient was discharged, she was feeling better but was still weak and was vomiting. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6: health effect clinical code - pyrosis/heartburn.